Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Disassociated liner and cup. Doi: unknown, dor: (B)(6) 2022, unknown side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Based in photographic and xray images review, the disassociation event was confirmed. It could be observed that a liner's portion of the rim was fractured and separated from the part which is evidence of the liner having disassociated from the cup. Additionally, it occurred a transfer of the titanium cup material onto the surface of the ceramic head. Both observed conditions at the liner and femoral head are indicative that a disassociation event occurred. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.